Event description:
The unit is alarming with 3, 4 error codes, and there is smoke damage to the unit.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.